Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, missing end cap sticker and broken battery tube threads. The test infusion set and reservoir does not lock into place due to broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a broken retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.